Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported that a dye study was performed and there were no pump function or catheter issues noted. The devices were functioning normally.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, product type: catheter. Product ID a820, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient representative stating that they called yesterday to get the contact information for a company representative (rep) to meet the patient (pt) at their next appointment. Agent reviewed company representative's role and that the representative would typically need to be requested to be at the appointment by the healthcare provider/clinic. Caller stated "since implant" the pt had been getting very ill at least 2x a week, as if they are going through "what they would consider withdrawals." Caller stated the pt was experiencing "stuffy nose, hands, feet, legs are freezing, leg weakness/achy. Pt has no energy at all. Has sweating in the left buttock and increased heart rate." Caller stated the managing physician had offered the last two times to increase the pain medication and pt had declined. Caller also stated since implant, once in a while, the pt will have new pain on the side of the ribs. Caller stated the pt had to bolus 3x a day. Caller stated they were sure the pump catheter was kinking or crimping. Caller requested a list of physicians. Agent reviewed physician listings and sent to email as requested. Agent review ed reps role and sent email to reps in the area.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial# (B)(6); implanted: (B)(6) 2024; product type: catheter. Product ID: a820. Product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider stating that patient last office visit which was on (B)(6) 2025. The patient did not have these complaints regarding patient symptoms. All the symptoms that were originally reported are now considered resolved according to the healthcare provider. It was also reported that there were no findings of kinking of catheter on dye study. According to the dye study that was performed it showed that the catheter was functioning normally.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-feb-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, bupivacaine, and morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that since the implant, they had been having problems with the pump therapy. The caller stated that they had been getting sick on and off since (B)(6) 2025. They had withdrawal symptoms, vomiting, can't sleep, increased heart rate, diarrhea, leg weakness, sweating, headache, they were off balance, cold to the touch, their nose was stuffed up, nauseous, and anytime they did anything like a lot of walking for exercise they got sick for a couple of days and then, when they started normal activity again, it started happening again. The patient¿s representative stated that they were going to the healthcare provider¿s office tomorrow morning because they think the catheter is displaced. Per the caller, they were at the healthcare provider¿s office on monday, and they were given a controller to request a bolus, but they were trying to connect to the pump and were seeing a message to call medtronic to create a password. The agent had the caller close out of all running applications and then reviewed that the controller needed to be decoupled from the prior pump before it was given to the patient. The patient was redirected to their healthcare provider to further address the issue.